Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radius-7 battery caused waveform to freeze on the root when monitoring. The customer troubleshooted with multiple instruments and was able to conclude the reported issue follows the battery. Customer stated "the problem with the unit was everything would just drop out, it would stop picking up, then it would start back up again and then drop out again. The problem went away when the display/battery unit was replaced." No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.